Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: the connection to the flowmeter was not stable and device did not nebulize. Defect found prior to use. No pt injury reported.